Event description:
Information received from the field does not address the patient's clinical status but notes that telemetry values could not be obtained unless the device was programmed voo at a pulse amplitude of 2.5v.

Manufacturer narrative:
H6 - final analysis found low impendance measurements due to a possible analogue measurement circuit failure of the analogue integrated circuit.